Event description:
It was reported that during the replacement surgery, after the leads were unscrewed and removed from the casement on the explanted generator, fluid squirted out of the casement. No visible entry point to the generator was observed and the device has been sent for further analysis, yet has not been received to date. DHR was reviewed for the device, it met the dmr requirements prior to the release of device to distribution. No other relevant information has been received to date.